Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 28x40 balloon. During the procedure, the valve was re-sheathed more than two times. While deploying the valve at more than 50% at an implant depth of 4mm from the non-coronary cusp (ncc), incomplete stent opening was observed in the heavily calcified right coronary cusp (rcc). An attempt was made to partially re-sheath the valve, however 10% of the valve remained exposed. The micro-adjustment wheel was used to close the gap. The valve and delivery system were removed from the patient without injury. A new 35mm navitor vision valve and large flexnav delivery system were selected for implant. A second pre-dilation was performed with a 28x40 balloon. During implant there was difficulty partially re-sheathing, however the valve was able to be implanted. The final implant depth was 5mm from the non-coronary cusp (ncc). During transthoracic echocardiogram (tte) and contrast injection, both mild central and perivalvular leaks were observed. Leaflet coaptation failure was noted during diastole. Post-balloon aortic valvuloplasty (bav) was performed with a 30x40mm balloon, first targeting the central portion of the valve that also appeared to be under-expanded, and then secondly towards the ventricular side for expansion of the annular portion. The perivalvular leak improved, however the central leak persisted. The patient had prolonged hospitalization for monitoring. The user believed the patient's bicuspid anatomy caused the first valve to expand non-uniformly.

Manufacturer narrative:
An event of incomplete stent opening use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported incomplete stent opening could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 28x40 balloon. During the procedure, the valve was re-sheathed more than two times. While deploying the valve at more than 50% at an implant depth of 4mm from the non-coronary cusp (ncc), incomplete stent opening was observed in the heavily calcified right coronary cusp (rcc). An attempt was made to partially re-sheath the valve, however 10% of the valve remained exposed. The micro-adjustment wheel was used to close the gap. The valve and delivery system were removed from the patient without injury. A new 35mm navitor vision valve and large flexnav delivery system were selected for implant. A second pre-dilation was performed with a 28x40 balloon. During implant there was difficulty partially re-sheathing, however the valve was able to be implanted. The final implant depth was 5mm from the non-coronary cusp (ncc). During transthoracic echocardiogram (tte) and contrast injection, both mild central and perivalvular leaks were observed. Leaflet coaptation failure was noted during diastole. Post-balloon aortic valvuloplasty (bav) was performed with a 30x40mm balloon, first targeting the central portion of the valve that also appeared to be under-expanded, and then secondly towards the ventricular side for expansion of the annular portion. The perivalvular leak improved, however the central leak persisted. The patient had prolonged hospitalization for monitoring. The user believed the patient's bicuspid anatomy caused the first valve to expand non-uniformly.

Manufacturer narrative:
An event of incomplete stent opening use was reported. The investigation into the returned valve showed no evidence of damage or anomalies with the stent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported incomplete stent opening could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 28x40 balloon. During the procedure, the valve was re-sheathed more than two times. While deploying the valve at more than 50% at an implant depth of 4mm from the non-coronary cusp (ncc), incomplete stent opening was observed in the heavily calcified right coronary cusp (rcc). An attempt was made to partially re-sheath the valve, however 10% of the valve remained exposed. The micro-adjustment wheel was used to close the gap. The valve and delivery system were removed from the patient without injury. A new 35mm navitor vision valve and large flexnav delivery system were selected for implant. A second pre-dilation was performed with a 28x40 balloon. During implant there was difficulty partially re-sheathing, however the valve was able to be implanted. The final implant depth was 5mm from the non-coronary cusp (ncc). During transthoracic echocardiogram (tte) and contrast injection, both mild central and perivalvular leaks were observed. Leaflet coaptation failure was noted during diastole. Post-balloon aortic valvuloplasty (bav) was performed with a 30x40mm balloon, first targeting the central portion of the valve that also appeared to be under-expanded, and then secondly towards the ventricular side for expansion of the annular portion. The perivalvular leak improved, however the central leak persisted. The patient had prolonged hospitalization for monitoring. The user believed the patient's bicuspid anatomy caused the first valve to expand non-uniformly.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.